Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. H3: to be serviced by 3rd party.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it measuring lower peep (positive end expiratory pressure) than set was confirmed. Additionally, the asp also observed that the device's exhaled tidal volume (vte) levels were "erratic", resulting in low vte. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.